Manufacturer narrative:
Correction: implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
At CT-scan, an aneurysm diameter increase was seen with a 5mm distal seal in the common iliac artery suspicious for a type 1b endoleak. The cause was determined as progressive disease. It was reported that the type ib endoleak was related to the endurant device by both the sponsor and investigator and not related to the procedure. No other endoleak were observed. The type ib endoleak occurred in the left limb. An intervention procedure was carried out to treat the type ib endoleak in the left iliac artery. A non-mdt balloon expandable stent was implanted to give an extension of approximately 20mm and the endoleak was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nlw1616c120ee, serial/lot #: (B)(4), ubd: 25-feb-2012, UDI#: (B)(4); product ID: enlw1616c80ee, serial/lot #: (B)(4), ubd: 04-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that the patient presented for follow up approximately 9 years post the index procedure. It was observed on imaging that the distal iliac leg connection was not good. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.